Manufacturer narrative:
Product ID: 3889-28, lot#: j0427979v, implanted: (B)(6) 2004, product type: lead; product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 3031a, serial#: (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's healthcare provider read some high impedances, greater than 4,000 ohms, on some of the bipolar pairs of the patient's device during an impedance test. The test was run again with increased default test values and the impedance values were read below 1700 ohms. The patient experienced a jolting sensation while sitting at her desk. No falls, blows, trauma, or patterns to the jolting were reported. The patient felt a jolting sensation in her vaginal area where she normally felt stimulation for about a month previous to the date of this report. The patient left the clinic in (B)(6) 2012 at 2.7 volts of stimulation, but came in at 7.5 volts; the patient did not remember increasing stimulation. It was noted that there was a flashing light on the patient programmer (pp) by the implantable neurostimulator (ins) battery light indicating the ins was low. When the patient noticed a decrease in therapy, she attempted to increase the stimulation but got 'triple beeps' indicating a limit. It was noted that the patient was one program at 3+, 2-, 1-, 0- that worked for controlling urinary and fecal retention, despite its high requirements. The stimulation amplitude was brought down and the light on the pp turned off. It was planned that the patient was to discuss getting a replacement ins with her physician. Additional information has been requested, but was not available as of the date of this report.